Manufacturer narrative:
The event occurred on (B)(6) 2022 or (B)(6) 2022. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extra large volume infusor did not flow. The device was filled with buscapine. The issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to b3/d10: the event occurred on (B)(6) 2022 (previously submitted as (B)(6) 2022). Correction made to d5: operator of device: health professional (previously submitted as other). H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.